Event description:
Customer states that wire broke and caused drape to catch on fire.

Manufacturer narrative:
(B)(4). The subject device is a monopolar cable comprising of a 10 ft. Silicone cable with a 4mm female socket on one end and an 8mm male pin on the other end. It was reported that the cable broke and caused drape to catch on fire. One (1) universal bovie cord with universal plug device was returned for evaluation. Evaluation of the device received confirmed the reported issue. The silicone cable was severed from the 4mm female socket. From the appearance of the stretch marks at the end of the broken cord it was apparent that stress had been applied to that cord over time / use. The cord looked stretched beyond its limit. There is a possibility the unit was not disconnected properly over time. This could happen if the device was disconnected by pulling or yanking on the silicone cord and not the female socket connector at the end of the procedure. Another possibility that the device had gone through many sterilization cycles beyond the intended use and in time the cord started to degrade and wear. There is no good estimation on how many times the product was used. The instructions for use (IFU) of this device states that it can only be used up to 20 sterilization cycles and product must be inspected thoroughly prior to each use for possible damage. A history trend of complaints for this product code for the reported issue was conducted from 2007 to current. There were two other complaints on file for this part number but nothing similar to the reported situation of failure (cord broken from the female socket connector and causing fire).